Event description:
It was reported that the system was explanted due to infection. There was no infection in the device pocket. The source of infection was unknown. Patient was asymptomatic and stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.